Event description:
During a lap colectomy the doctor removed cannula, when tech inspected cannula he noticed serrations on tip of the cannula. Case went well while in surgery. No complication or injuries were reported.